Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, minor scratched display window, cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on display. Customer's blood glucose was 302 mg/dl. Customer agreed to return the device for analysis.